Event description:
During testing at the user facility, it was noted that there was a burning smell coming from the device. Prior to testing, the device was returned to the biomedical department for an unspecified reason. No tracking information was provided; therefore, specific patient information, device programming or, event details were not available. There were no reports of adverse patient events or delays in critical therapy while the device was in clinical use. No additional information was provided.

Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. This report represents all the information known by the reporter upon query by hospira personnel.